Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 600 mg/dl. Customer stated that the drive support cap appears normal. Customer reported that the insulin exited at the quick release. Customer wishes to continue insulin pump troubleshooting. Customer stated that the basal rates were accuracy. Customer reported that the bolus history displays all entries based on their recollection. Customer reported that they did not troubleshooting based on under delivery. Customer stated that they did not worn insulin pump during a medical procedure. Customer stated that they performed displacement test and test result was passed. The devices will not be returned for analysis.